Manufacturer narrative:
Other applicable components are product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. Analysis of the desktop charger (serial #(B)(4)) found that the connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the connector pin was very wiggly on the desktop charger, and they had to wiggle it to get any information on the screen. The patient reported symptoms that were related to the implantable neurostimulator (ins) being off from not charging. The patient reported they were not feeling so good. The patient had been clenching teeth, because the pain was so bad. They knew this has already caused problems in their teeth, because they had a tooth cracked from eating cereal, had a spacer, and had been biting down on it/jaw/jawbone. It was reported their legs were in pain. They had on a heating pad for two days. A replacement desktop charger was sent to the patient. No out-of-box failures or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reported that the replacement charger resolve the wiggly connection pin and pain, but patient didn't feel like it had as much power as the other ones have. The previous recharger connector pin broke and she got a new recharger and antenna. No further complication or events were reported.